Event description:
The customer alleged an employee was handling a cassette and noticed white residue on her nose. The employee did not know how it got there. She was inserting a cassette into the sterrad 100s and does not know when the h2o2 contact occurred. The employee did seek medical attention and was advised to flush with water. The contact was resolved the next day.